Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated.

Event description:
It was reported the patient's l5 lead had migrated. The issue was confirmed via x-ray. As a result, the patient underwent surgical intervention during which the l5 lead was explanted and replaced, resolving the issue.